Event description:
The consumer reported that she started having really bad fecal incontinence episodes. She was pooping herself and using diapers. She only felt stimulation when she increased it and the stimulation went away immediately. The programmer was synced with the implant; the implant was on at 1.40v, stimulation was turned up to 1.45v. The patient could not feel stim when she stood up but she could feel it when she was sitting. It was also noted that the patient got the poor communication screen multiple times but it was resolved by turning the programmer off and then re-synching. She could not get the programmer to turn off using the blue power button. Patient services mentioned that by setting the programmer aside and waiting, the programmer would turn off itself. It was confirmed that it turned off on its own. She was told to keep track of her symptoms with a diary. She drank lipton tea and protein and she wondered if it was causing her change in symptoms. This was a gradual change in therapy/ symptoms. Additional information from the consumer reported that she was not getting relief and she had five accidents in her pants. Therapy setting was checked; it was on and set in program 2 at 1.45v and the patient increased to 1.50v. She felt it very little. Further information indicated that she could feel stim but not when she sat or lay down. On (B)(6) 2016, she started to poop her pants day and night- return of fecal incontinence symptoms. By (B)(6) 2016, it just fell out of her and fell into her pants. On (B)(6) 2016, she was at work and it dropped out of her. She increased stim too high one day and went to work without her programmer. It was not fun. She saw the poor communication screen again but it was resolved through troubleshooting. Stim was increased to 1.85v, it felt ok. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had the implant for bowel and their symptoms had not improved since implant and have gotten worse over the past couple weeks. The patient experienced a loss of therapy and had constant diarrhea/loose stool. In addition, they had soreness. Regarding their fecal incontinence, the patient noted they were sent to someone to ¿change the number,¿ but also indicated they needed to see a doctor. The patient continued to increase stimulation in attempts to resolve the loss of stimulation sensation after increasing, but that didn¿t work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.